Manufacturer narrative:
The medwatch report received indicated that the MRI-compatible ventilator was moved beyond the designated gauss safety line and became attached to the front of an MRI magnet. The patient was removed prior to the incident and was not injured. Staff members subsequently removed the ventilator and its batteries. No serial number or healthcare facility information was provided in the report, preventing direct examination of the affected unit. The medwatch report indicates that the 200 gauss (20mt) safety line was properly marked in accordance with standard safety guidelines and the ventilator was reported to have been positioned closer to the mr scanner than the gauss line at the time of the event. The two front wheels of the ventilator were not locked. Per the mr declaration and instructions for use (IFU), the ventilator is approved for use in magnetic fields up to 20mt (200 gauss) for tunnel scanners and 10mt (100 gauss) for open scanners the IFU and mr environment agreement require that the ventilator be placed outside the marked 200 gauss safety line and that the two front wheels be locked during use in mr environments. Prior investigations have shown that unlocked wheels can lead to unintentional movement and magnetic attraction. There is a documented risk of patient injury if the ventilator is attracted to the mr scanner. In this incident, no injuries were reported. In conclusion, the event was most likely caused by deviation from required operating procedures. Specifically, that the ventilator was positioned inside the 200 gauss safety line and the front wheels were not locked as mandated in the mr declaration. These factors likely led to the ventilator being attracted to the mr magnet. The instructions for safe use of the ventilator in mr environments were not followed. The UDI information is not available since the device serial number was not stated.

Event description:
A medwatch report (reference mw5169516) was received stating that: ¿MRI ventilator was unlocked by respiratory and moved out of the gauss range. It attached to the front of magnet. Patient was removed and not injured. Ventilator and batteries were removed by staff.¿ manufacturer¿s ref #: (B)(4).